Event description:
It was reported that the insulin pump alarmed motor error during manual prime and set change. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with motor error alarmed during basic occlusion test due to faulty force sensor. Motor passed motor test. Unit had minor scratched display window, cracked battery tube threads, reservoir tube lip and scratched reservoir tube window.